Event description:
Suspected deflation.

Event description:
Deflation of right breast implant. Bilateral exchange with mentor devices.

Event description:
Deflation of right breast implant. Bilateral exchange with mentor devices.